Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous left anterior tibial artery. The physician advanced a 3mmx40mmx146cm coyote es balloon to dilate the lesion. The coyote es balloon ruptured on the second inflation at 6atms. The procedure was completed with another 3mmx40mmx146cm coyote es balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).